Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure a cancellation occurred due to a generator malfunction error. Following insertion of the coronary sinus catheter a generator malfunction error was observed on the ampere generator. Rebooting the system did not resolve the issue and the procedure was cancelled. The patient was stable.